Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during the investigation, a review of the black box and alarm history showed evidence of multiple ¿cs127¿ illegal battery alarms. The battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due to a display lens leak. The pump alarmed with a ¿cs127¿ illegal alarm upon start up. The reported ¿cs127¿ complaint was duplicated. The pump¿s cover was removed, and further moisture corrosion was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [127] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.